Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeling off objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of observed, objective lens adhesive peeling issue could not be determined. However, the issue was likely, the result of use stress, external factors and or user handling/mishandling. The event may be detected/prevented, by following the instructions for use section below: ltf-s190-5/10, chapter 3: preparation and inspection: 3.3; inspection of the endoscope. Olympus will continue to monitor field performance for this device.